Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that one bezel post boss was found un-mounted and repaired by clinical engineering. There was no indication of patient involvement.